Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming. Informed customer alarm is due to the device being unable to detect the reservoir. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be flush. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 128 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
This information is provided to correct the insulin pump information, that was incorrectly entered in section d4 on the original medwatch form, and to include the details from the device evaluation.the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the current tests, the self test, the off no power test, reset error test, excessive no delivery alarm test, and displacement test. However, the insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.